Manufacturer narrative:
97755, sn:(B)(6), returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  information was received from a patient regarding an external device. The patient reported issues charging their implanted neurostimulator over the last several months. Patient described that the implant only seems to charge to 50% and then will stop and show poor recharge quality and reposition as well as no device found. Patient noted the recharger cord near the paddle has a wear mark and added that the paddle gets very hot while charging the implant. A request was sent to the repair department to replace the recharger. No patient impact or symptoms.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.